Manufacturer narrative:
The force bipolar has been returned and evaluated by the failure analysis team. Internal inspection was performed and passed. An external inspection revealed the instrument has one severely bent grip, causing misalignment of the grip-tips. There was a 2.08mm offset at the tips. Additionally, the instrument was found to have a dislodged molded insulator. The grip base for the grip with the cracked molded insulator does/does not appear to be bent. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Also, the probable root cause of the dislodged molded insulator is attributed to mechanical impact or excessive force applied to the jaws, such as an accidental drop of the instrument.

Event description:
It was reported that during central processing, the force bipolar jaws are misaligned. The procedure was completed with no reported injury.